Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) review could not performed as the serial number is unknown. Attempts to retrieve additional information is in process. If additional information is received a supplemental MDR will be submitted. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The clinical observation could not be confirmed. The cause of the event remains indeterminable; however, patient factors and progression of patient's underlying valvular disease pathology may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 25mm aortic bioprosthetic valve implanted for an unknown duration, underwent valve-in-valve procedure due to aortic stenosis and regurgitation. A 26mm transcatheter replacement valve was implanted in the patient. The current patient disposition is unknown.

Manufacturer narrative:
H10: updated: b5, conclusion codes; additional manufacturer narrative: through additional follow-up, the healthcare provider indicated that the device did not prematurely fail. Bioprosthetic valves are prone to structural valve degeneration (svd) due to a gradual, multi-year process of calcification of the leaflets resulting from the pre-existing disease process. It may present as regurgitation and/or stenosis. This is an expected and foreseeable result in valves that have been implanted long term and are near the end of its established life expectancy. The root cause of this event was likely impacted by the progression of the patient¿s underlying valvular disease pathology. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Through investigation the customer did not allege a premature device failure.

Manufacturer narrative:
H10: updated: a2, b5, d1, d4, d6, g5, h4, method codes; additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards lifesciences will continue to monitor all reported events. H11: corrected: a1.

Event description:
Additional information received, patient is reported to have been discharged home post procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.